Manufacturer narrative:
Information was not provided by the initial contact. Instrument a: damaged yoke teeth. Instrument b: damaged yoke and firing teeth evaluation summary: the analysis results found that two atg45s were received. The device a was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and the yoke teeth were found damaged, no functional test was performed. The device b was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and the yoke teeth were found damaged, no funcitonal test was performed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. This and other similar events, should they occur, will be trended to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing prodess.

Event description:
It was reported the event happened during a robotic laparoscopic surgery. Endocutters failed by laparoscopic bowel resection procedure - resection suture rectopexy. Both staplers did not suture, nor cut. Medical devices were changed. Conversion transsection, bowel with contour stapler and use cdh29 stapler, using double stapling technic and anastomosis. Longer anesthesia and longer procedure - 120 minutes.